Event description:
I got the essure coils implanted and they caused me pain and inflammation until I had them removed. I developed a nickel allergy only after having the device implanted. FDA safety report ID# (B)(4).